Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with dyspnea and cough. White blood cells (wbc) were measured at 15.77 g/l and c-reactive protein (crp) at 2.32 mg/dl. Blood culture revealed staphylococcus aureus. Antibiotic therapy was prolonged for two weeks after negative blood culture. It was noted that the patient received inhalative therapy along with antibiotic therapy. The event reportedly resolved on (B)(6) 2019. No additional information was provided.